Manufacturer narrative:
Manufacturer ref#: (B)(4). Occupation: other health care professional. PMA/510(k) :k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: when the filter was unsheathed (and the proper button was pushed to deploy the filter), the blue button was not working to deploy the filter. The filter was re-sheathed after many attempts to deploy it. The physician re-sheathed to remove it. The facility opened up a competitors device (argon option elite filter) to complete the intended procedure successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that when the filter was unsheathed, the blue button was not working to deploy the filter. The filter was re-sheathed after many attempts to deploy it. The physician re-sheathed the filter and removed it. A competitor¿s device was used to complete the intended procedure successfully. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, a likely cause is that excessive tension during deployment prevented the filter from being released. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.